Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535fcs (lot#kr859174) was evaluated due to ¿tip fell off¿ issue. The reported issue was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear and no metal exposed was noted. The distal end of the device was inspected under a microscope and found the probe is detached however, the missing portion is returned. Additionally, the wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and product return investigation results, the cause of the broken probe is likely due to the probe coming in contact with a hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that a thunderbeat tb-053fcs tip fell off during a procedure. There was no patient harm or injury was reported. Product return was received and evaluation noted that the probe tip is detached and the detached portion is returned.